Event description:
Caller alleged discrepant results comparted with the lab. Results as follows: date: (B)(6) 10, inratio: 1.9, lab: 2.8. Meter and lab testing occurred within 35 minutes of one another.

Manufacturer narrative:
Accuracy comparison of inr values reported by user: date: (B)(6) 2010, inratio: 1.9, reference: 2.8, mean: 2.35, confidence limits: 1.4-3.1. Inr test results were obtained within 35 minutes between readings. The mean of the inratio meter and comparative system inr's were calculated. All values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. The reported inr values meet the criteria for accuracy. No further investigation required. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. As of 08/20/2010, 24 discrepant result complaints were reported for lot #218917 yielding a complaint rate of 0.030%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. Corrective action not required at this time.